Event description:
The reporter indicated that on (B)(6) 2022 the doctor found a 13.2mm vticmo13.2, -15.0/+2.5/094 (sphere/cylinder/axis), implantable collamer lens, without axis alignment marks after implanting the lens into the patients right eye (od). Lens remains implanted. Patient condition is normal, it was reported that the postoperative follow-up had normal visual acuity and no refractive abnormality. Cause of event was reported to be the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).